Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a review of the site's system logs for the reported procedure date was conducted by an isi failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. As a result, the patient required hospitalization and placement of a chest tube to resolve the complication. The cause of the complication is unknown.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The lesion biopsied was in the left upper lobe (lul) - anterior segment. It is unknown if the pneumothorax was identified during or after the procedure. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has attempted to contact the physician to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been received.

Manufacturer narrative:
The biopsied lesion was 1.4cm ground glass in the left upper lobe ¿ superior lingular. The diagnosis was squamous cell carcinoma (malignant).

Event description:
Refer to h10/h11 for follow-up information.